Event description:
It was reported that this implantable pacemaker device has triggered end of life (end of life (eol). As of this time, this device remains in service. No adverse patient effects were reported.